Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up properly. Upon functional testing, the fse reviewed the logs and determined that the suite-pc could not communicate with the xray-pc, even though the lights on the x-ray pc indicated that it booted to windows but was not specific to windows 7 like the suite pc. The fse confirmed issue with x-ray pc. The defective x-ray pc was returned for analysis, and it confirmed hdd bay failure. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). To resolve the reported issue, the fse replaced the x-ray pc. After replacement, the system was returned to use in good working order.

Event description:
It has been reported to philips that azurion system did not boot up properly. The device was outside clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.